Event description:
It was observed that during the device evaluation, the hysterovideoscope exhibited part fell off from the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the dropout at the tip of the distal end prevented airtightness. The root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.